Event description:
Delivery device unable to steer appropriately thus making device implantation difficult. Multiple testing performed with not good placement noted. Delivery system and device removed, and new system used.